Manufacturer narrative:
The manufacturer's field service engineer (fse) confirmed the phenomenon that a touching portion reacted in a different portion on a touch screen when a pre-use check was performed. A third-party repair center confirmed and duplicated the issue. Replaced the touchscreen and confirmed that the issue was resolved. The software version of 2.30 was also confirmed. The unit was checked overall, cleaned, and functionally tested. The touchscreen was returned for failure investigation. Electrical testing is out of specifications. The customer's complaint verified different portions on the touchscreen are faulty. A fault is found on this returned touchscreen assembly.

Manufacturer narrative:
Date of event: (B)(6) 2021. 15mar2021.

Event description:
The customer reported a touchscreen malfunction. There was no patient involvement.